Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an ankle fracture procedure, after insertion and upon tensioning the ar-8925ss syndesmosis tightrope xp, the suture snapped off right at the button. The rep stated the surgeon had to make a larger incision medially to remove the broken button. The rep confirmed all pieces of the broken suture and implant were fully removed from the patient. The surgeon then used a facility owned traditional tightrope (ar-8926ss) to complete the procedure without further issue. The rep stated a total of three implants were used (a quantity two ar-8925ss from lot 10306770, and a quantity one ar-8926ss). The proximal ar-8925ss broke and was removed, and the distal ar-8925ss functioned properly and remains in the patient. The rep stated the complaint device was discarded and will not be returning for evaluation.